Manufacturer narrative:
(B)(4). Device evaluation: an analysis of the returned device did not confirm the reported device issue. The stent implant was not loose as reported; however, the stationary stent implant was not between the markers. However, there were crimp markers between the markers of the tightly folded balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that upon trying to cross the lesion (anatomy not provided/unknown if predilatation was performed), it would not cross. The device was removed and prior to use again, the stent was noted to be loose on the stent delivery system on the backtable. The device was not used again on the patient. No additional information was provided by the hospital. However, there was no clinically significant delay in the procedure and no adverse patient sequela.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.